Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and one opening striated. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve and one curved opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.